Event description:
Per boston scientific, pt was brought back to cath lab due to non-capture on atrial lead. Lead reposition attempted, unable to find adequate position. A new 4135 was used and that was also not able to be positioned. Pt has a large atrium. No adverse pt effects occurred.